Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the patient¿s trial started on (B)(6) 2017. On (B)(6) 2017 the patient switched programs and got a big jolt that knocked them down. The patient fell, fractured their arm, and broke their shoulder. This was sudden. The patient went to the hospital for the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per the hcp via a manufacturer representative on (B)(6) 2017, no further information regarding this event was available. No further complications were reported.